Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5524m-53 lead, implanted: (B)(6) 1998; 0154 boston scientific lead, implanted: (B)(6) 2002. (B)(4).

Event description:
It was reported that the patient received inappropriate therapy while working on their recreational vehicle which was plugged in. There was noise on the right atrial (ra) channel with possible electromagnetic interference. The lead and implantable cardioverter defibrillator (ICD) remain in use. No further patient complications have been reported as a result of this event.